Manufacturer narrative:
Further information was received indicating the malfunction occurred during set up with no delay of therapy. Based on this information, it has been concluded that this is not a reportable event. Based upon the information provided, the device was being set up with no delay in therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse).upon further inspection and review of the device, the customer stated the unit's screen was artificial breakage. The customer replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Following the repair, the device was placed back into service.

Manufacturer narrative:
Report date: 03sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit had a faulty screen. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported.